Event description:
It was reported that the tip disassembled from the unit. It was not stated when this occurred. It was further reported that there were no consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.